Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01248 / 02738 / 02739). This product is not cleared for distribution in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under 510k number k051569. Device requested, not yet received.

Event description:
Patient underwent a revision due to disassociation of the femoral head and poly component approximately one year post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.